Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: dim display with reddish text.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.